Event description:
During the procedure, the physician was using the device when part of the tissue pad and arm pad fell off into the patient. The pieces were successfully retrieved and there was no patient injury.

Manufacturer narrative:
Upon receipt, visual inspection of the returned device revealed evidence that the device was activated without tissue between the blade and tissue pad. Based on the device evaluation, the possible cause for the damage to the tissue pad is listed in the ascent healthcare solutions IFU: "take care to avoid application of pressure between the blade and tissue pad without tissue in between them as this can result in damage to the instrument." A review of the lot control sheet for the reported device serial number indicated that the instrument passed all applicable tests and inspections prior to release. The reported event is not occurring more frequently or with greater severity than is usual for the device.